Event description:
Info indicates that the pump was not feeding. No further info available.

Manufacturer narrative:
Product evaluated both visually and mechanically. Connected it to fluids and ran product to confirm volumetric accuracy test. Product passed with no issues. Complaint not confirmed.